Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, pain during intercourse, excessive hair loss, dental problems, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2014 plaintiff underwent a hysterectomy to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/ increasingly severe pain. Consumer sought treatment for her symptoms, but was unable to resolve her symptoms. Therefore, she underwent a hysterectomy to remove her essure coils. The event is listed in the reference safety information for essure. During essure therapy, back, pelvic and uncharacterized pain may occur. In this particular case, the chronic pelvic pain/ increasingly severe pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a device removal was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), genital haemorrhage ("heavy bleeding"), pain in extremity ("leg hurt/ ache my hands and arms"), paraesthesia ("feet tingle"), memory impairment ("memory is horrible") and feeling abnormal ("foggy"). The patient was treated with surgery (everything but leaving ovaries/partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, alopecia, tooth disorder, fatigue, genital haemorrhage, pain in extremity, paraesthesia, memory impairment and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, memory impairment, menorrhagia, pain in extremity, paraesthesia, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2014 discrepancy noted for essure removal date- (B)(6) 2014 quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- bleeding genital, leg pain, paraesthesia, memory disturbance, foggy feeling in head, essure removal date were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/ increasingly severe pain. Consumer sought treatment for her symptoms, but was unable to resolve her symptoms. Therefore, she underwent a hysterectomy to remove her essure coils. The event is listed in the reference safety information for essure. During essure therapy, back, pelvic and uncharacterized pain may occur. In this particular case, the chronic pelvic pain/ increasingly severe pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a device removal was required. Other non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('incidental uterine perforation was noted.'), pelvic pain ('chronic pelvic pain/ increasingly severe pain') and salpingitis ('mild chronic salpingitis') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), genital haemorrhage ("heavy bleeding"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), pain in extremity ("leg hurt/ ache my hands and arms"), paraesthesia ("feet tingle"), memory impairment ("memory is horrible") and feeling abnormal ("foggy"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomies and everything but leaving ovaries/partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, salpingitis, medical device discomfort, abdominal pain, abdominal distension, back pain, genital haemorrhage, menorrhagia, dyspareunia, alopecia, tooth disorder, fatigue, pain in extremity, paraesthesia, memory impairment and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, memory impairment, menorrhagia, pain in extremity, paraesthesia, pelvic pain, salpingitis, tooth disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2014. Discrepancy noted for essure removal date- (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, salpingitis, uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('incidental uterine perforation was noted.'), pelvic pain ('chronic pelvic pain/ increasingly severe pain') and salpingitis ('mild chronic salpingitis') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), genital haemorrhage ("heavy bleeding"), pain in extremity ("leg hurt/ ache my hands and arms"), paraesthesia ("feet tingle"), memory impairment ("memory is horrible") and feeling abnormal ("foggy"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomies, everything but leaving ovaries/partial hysterectomy and obot assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, salpingitis, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, alopecia, tooth disorder, fatigue, genital haemorrhage, pain in extremity, paraesthesia, memory impairment and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, memory impairment, menorrhagia, pain in extremity, paraesthesia, pelvic pain, salpingitis, tooth disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2014. Discrepancy noted for essure removal date- (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, salpingitis, uterine perforation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information , auto-narrative supplement , event : " mild chronic salpingitis" and "incidental uterine perforation was noted." Added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.